Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf unidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the pericardium was checked after transseptal puncture in the left atrium, and physician suggested no effusion occurred. During the ablation of right sided cavotricuspid isthmus (cti), after pulling back from the left atrium and after pulmonary vein isolation (pvi) in the left atrium, a steam pop occurred, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo and anesthesia monitor. Pericardiocentesis was performed to remove 2000 ml of fluid from the pericardial space. The bleeding did not stop; therefore, surgery was performed. A hole was found and sutured. The patient was reported in stable condition and is recovering in intensive care unit (ICU). Physician¿s opinion regarding the cause of the adverse event is that it occurred due to the steam pop experienced when the catheter was in the pocket on the cavotricuspid isthmus (cti). The flow was set between 8-15 ml/min. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2.5 mm 3 sec 25% 3 grams and tag size was 3 mm. No additional filter was used. The color option used prospectively was impedance color for visitags 3 to 8 ohms.